Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of pain medication for non-malignant pain/failed back surgery syndrome. The hcp states the pump was emitting a low battery alarm three weeks prior to the explantation of the pump in 1999. The hcp stated the pt did not experience an adverse event due to medication withdrawal because the pump was explanted before the pump stopped. Another synchromed pump was implanted in 1999 and the explanted pump was returned to the MFR for analysis.